Manufacturer narrative:
The filler was injected into the patient and is not available for return. The device history record could not be reviewed as the lot number was not reported. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Given the presence of an implantable loop recorder, it is likely that the patient has a pre-existing cardiac condition, as such devices are typically indicated for patients with unexplained cardiac events, including syncope, palpitations, dizziness, or arrhythmias. While it appears unlikely that the symptoms are directly related to the evolysse product, causality cannot be definitively excluded. Complaint: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional administered 1 ml of evolysse form via a cannula into the nasolabial folds and marionette lines of a female patient. On the same day of injection, while at home performing household tasks, the patient felt faint and recorded a heart rate of (B)(4) bpm on their implantable loop recorder. The patient's primary care provider advised immediate evaluation in the emergency room. At the hospital, an EKG and laboratory testing were completed, with all results within normal limits.

Manufacturer narrative:
The filler was injected into the patient and is not available for return. The device history record could not be reviewed as the lot number was not reported. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Given the presence of an implantable loop recorder, it is likely that the patient has a pre-existing cardiac condition, as such devices are typically indicated for patients with unexplained cardiac events, including syncope, palpitations, dizziness, or arrhythmias. While it appears unlikely that the symptoms are directly related to the evolysse product, causality cannot be definitively excluded. Complaint: (B)(4) follow-up 1 b5: updated patients recovered status.

Event description:
On (B)(6) 2026, a healthcare professional administered 1 ml of evolysse form via a cannula into the nasolabial folds and marionette lines of a female patient. On the same day of injection, while at home performing household tasks, the patient felt faint and recorded a heart rate of 240 bpm on their implantable loop recorder. The patient's primary care provider advised immediate evaluation in the emergency room. At the hospital, an EKG and laboratory testing were completed, with all results within normal limits. As of (B)(6) 2026, the patient has recovered.